Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported a rewind anomaly. The incident was reported via phone call. Blood glucose at the time of incident was 189mg/dl. The customer stated that she was in the hospital for a broken hip but was in rehab and she was trying to connect the infusion set. The customer stated that she tried to give a bolus but the numbers were ramping on their own. The customer was advised to discontinue pump use but the customer called days later asking for assistance with rewinding the pump. She stated that the piston did no go all the way down. The customer was assisted with rewind and it was successful. Troubleshooting was able to resolve the issue. The device was not returned for analysis.